Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged product issue began on (B)(6) 2011 at an unknown time. The patient reported that she manages her diabetes with oral medication, diet and exercise. The patient advised that she took more food and drink as changes to her diabetes management due to the issue. The patient advised that she became "shaky and sweaty" as a result of the product issue. The patient denied receiving treatment. During troubleshooting, the patient reported that no misuse of the meter had occurred. Replacement products were sent to the patient by the cca. While it is not known if the patient was able to continue testing, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Supplemental information: adverse event and patient outcome attributed to adverse event were omitted in error on the 3500a